Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ("menstruation issues") in a (B)(6) female patient who had essure (batch no. 772500) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain ("pelvic pain") and menstrual disorder (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the pelvic pain, menstrual disorder, dyspareunia and hypersensitivity outcome was unknown. The reporter considered dyspareunia, hypersensitivity, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 19-mar-2018: pfs and medical record received: reporter information, patient details, lab data, product information, events -dyspareunia (painful sexual intercourse), allergic or hypersensitivity reaction were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ('menstruation issues') in a 48-year-old female patient who had essure (batch no. 772500) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, miscarriage, and abortion. Concurrent conditions included hypothyroidism and vitamin d deficiency. Concomitant products included bupropion, colecalciferol (cholecalciferol) since (B)(6) 2014, levothyroxine and nsaids. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression") and anxiety ("mental anguish"), 14 days after insertion of essure. On (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain/ pain"). In (B)(6) 2012, the patient experienced drug hypersensitivity ("allergic or hypersensitivity reaction / penicillins venlafaxine"). On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), mental disorder ("psychological or psychiatric problems-condition") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (on (B)(6) 2016 underwent ablation). Essure treatment was not changed. At the time of the report, the menstrual disorder, pelvic pain, dyspareunia, drug hypersensitivity, depression, anxiety and mental disorder outcome was unknown and the genital haemorrhage had resolved. The reporter considered anxiety, depression, drug hypersensitivity, dyspareunia, genital haemorrhage, menstrual disorder, mental disorder and pelvic pain to be related to essure. The reporter commented: leave taken from this job or other job for medical reasons- date leave began: (B)(6) 2016. Date leave ended: (B)(6) 2016. Reason: ablation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Lot number: 772500. Manufacturing date: 2010-08. Expiration date: 2013-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ('menstruation issues') in a 48-year-old female patient who had essure (batch no. 772500) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, miscarriage and abortion. Concurrent conditions included hypothyroidism and vitamin d deficiency. Concomitant products included bupropion, cholecalciferol (cholecalciferol) since (B)(6) 2014, levothyroxine and nsaids. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression") and anxiety ("mental anguish"), 14 days after insertion of essure. On (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain/ pain"). In (B)(6) 2012, the patient experienced drug hypersensitivity ("allergic or hypersensitivity reaction / penicillins venlafaxine"). On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), mental disorder ("psychological or psychiatric problems-condition") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (on (B)(6) 2016 underwent ablation). Essure treatment was not changed. At the time of the report, the menstrual disorder, pelvic pain, dyspareunia, drug hypersensitivity, depression, anxiety and mental disorder outcome was unknown and the genital haemorrhage had resolved. The reporter considered anxiety, depression, drug hypersensitivity, dyspareunia, genital haemorrhage, menstrual disorder, mental disorder and pelvic pain to be related to essure. The reporter commented: leave taken from this job or other job for medical reasons- date leave began: (B)(6) 2016. Date leave ended: (B)(6) 2016. Reason: ablation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: newly added events- genital bleeding, reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ("menstruation issues") in a 48-year-old female patient who had essure (batch no. 772500) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain") and drug hypersensitivity ("allergic or hypersensitivity reaction / penicillins venlafaxine"). On (B)(6) 2016, 5 years 3 months after insertion of essure, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2016 underwent ablation). Essure treatment was not changed. At the time of the report, the menstrual disorder, pelvic pain, dyspareunia, drug hypersensitivity, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, drug hypersensitivity, dyspareunia, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: events: "depression, mental anguish" added, event "allergic or hypersensitivity reaction" pt change to "penicillin allergy", added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ("menstruation issues") in a 48-year-old female patient who had essure (batch no. 772500) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, miscarriage and abortion. Concomitant products included bupropion, levothyroxine and nsaids. On (B)(6)2011, the patient had essure inserted. In january 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"). In february 2012, the patient experienced pelvic pain ("pelvic pain") and drug hypersensitivity ("allergic or hypersensitivity reaction / penicillins venlafaxine"). On (B)(6)2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 5 years 3 months after insertion of essure. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required) and mental disorder ("psychological or psychatric problems-condition"). The patient was treated with surgery (on (B)(6)2016 underwent ablation). Essure treatment was not changed. At the time of the report, the menstrual disorder, pelvic pain, dyspareunia, drug hypersensitivity, depression, anxiety and mental disorder outcome was unknown. The reporter considered anxiety, depression, drug hypersensitivity, dyspareunia, menstrual disorder, mental disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Event psychological disorder nos was added. Historical conditions & concomitant drugs were added. Product, patient & reporter information updated. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ("menstruation issues") in a 48-year-old female patient who had essure (batch no. 772500) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menstrual disorder, pelvic pain, dyspareunia and hypersensitivity outcome was unknown. The reporter considered dyspareunia, hypersensitivity, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ('menstruation issues') in a 48-year-old female patient who had essure (batch no. 772500) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, miscarriage and abortion. Concurrent conditions included hypothyroidism and vitamin d deficiency. Concomitant products included bupropion, colecalciferol (cholecalciferol) since (B)(4) 2014, levothyroxine and nsaids. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression") and anxiety ("mental anguish"), 14 days after insertion of essure. On (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain/ pain"). In (B)(6) 2012, the patient experienced drug hypersensitivity ("allergic or hypersensitivity reaction / penicillins venlafaxine"). On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), mental disorder ("psychological or psychatric problems-condition") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (on (B)(6) 2016 underwent ablation). Essure treatment was not changed. At the time of the report, the menstrual disorder, pelvic pain, dyspareunia, drug hypersensitivity, depression, anxiety and mental disorder outcome was unknown and the genital haemorrhage had resolved. The reporter considered anxiety, depression, drug hypersensitivity, dyspareunia, genital haemorrhage, menstrual disorder, mental disorder and pelvic pain to be related to essure. The reporter commented: leave taken from this job or other job for medical reasons- date leave began: 25jul2016 date leave ended:29jul2016 reason: ablation diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: newly added events- genital bleeding, reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.